Event description:
(B)(4). Event occurred in (B)(6). It was reported that patient faced problems with two infusion sets as two times the tubing came loose from the quick release. The patient noticed that this issue started when material of tubing changed. No further information available.